Event description:
It is reported that in 1997 pt underwent right total hip replacement. Several years later, on event date, x-rays revealed that the two screws securing the acetabular shell had fractured and that the shell had rotated into vertical position. Following, in 1999, pt underwent revision of the hip where the acetabular cup and screws were removed and replaced with a new 56 mm hgp ii acetabular cup, elevated rim liner and two 30 mm screws. Pt's recovery was uneventful.